Manufacturer narrative:
Per report, "customer called stating that their evencare proview meter has stopped wicking up the sample (both control solution and blood samples) and continues to display and err 4 message. They stated this started only a month ago, and the meter was working fine before then. They tried a new vial of strips and new control solutions, with no improvement. Could not resolve." Customer also reported, "product was working fine for us, and then we ordered new test strips because we were out, and tried to run the quality controls on new bottle, and the device would not bring the control sample up the slide, and kept give err 4 message, tried a blood sample as well same thing. And tried 13 different strips before calling tech support for help." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "customer called stating that their evencare proview meter has stopped wicking up the sample (both control solution and blood samples) and continues to display and err 4 message. They stated this started only a month ago, and the meter was working fine before then. They tried a new vial of strips and new control solutions, with no improvement. Could not resolve."